Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and was unable to duplicate the reported issue. Physio did observe that the device was unable to complete a boot cycle upon power on. Physio replaced the user interface pcb assembly. After other unrelated repairs are completed, and proper device operation is observed through functional and performance testing, the device will be returned to the customer for use. The customer did comment that their device was previously dropped and physio did observe external damage to the device; however there was no obvious damage to the user interface pcb assembly. The cause of the reported inability of the device to deliver defibrillation therapy could not be determined.

Event description:
The customer contacted physio-control to report that their device was unable to deliver defibrillation therapy during a patient event. The customer did not provide any further details of the patient event. This issue is patient related; however there was no adverse patient outcome reported. The patient, a (B)(6) did survive.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: gtin/device identifier (di) number ¿ blank. Section d4 of the initial medwatch report should indicate: gtin/device identifier (di) number ¿ 00883873936566.

Event description:
The customer contacted physio-control to report that their device was unable to deliver defibrillation therapy during a patient event. The customer did not provide any further details of the patient event. This issue is patient related; however there was no adverse patient outcome reported. The patient, a 68 year old male did survive.

Manufacturer narrative:
Physio-control downloaded and reviewed the electronic records from the customer¿s device. The ECG record indicates that the device was used to administer a synchronized defibrillator shock to a patient on the date of the reported issue. The ECG record indicates that, after the sync function was turned on, there were no sync sense markers on the patient's ECG waveform for 3 seconds after the defibrillator was charged. The lack of sync sense markers was due to an ECG waveform that was too low in amplitude for the 'r' waves to be sensed. After approximately 3 seconds, sync sense markers appear on the ECG waveform and a 200 joule synchronized defibrillator shock was delivered to the patient. The cause of the reported issue was likely due to an ECG waveform that was too low in amplitude for the 'r' waves to be sensed causing a delay to deliver the synchronized shock after the defibrillator was charged. The operator¿s instructions advise users to confirm the sense markers, and to select another lead of the markers are not present. Therefore the reported issue is likely due to use error.

Event description:
The customer contacted physio-control to report that their device was unable to deliver defibrillation therapy during a patient event. The customer did not provide any further details of the patient event. This issue is patient related; however there was no adverse patient outcome reported. The patient, a (B)(6) male did survive.